Event description:
Drive devilbiss healthcare was notified of a complaint regarding a rollator/transport chair by a provider, who stated "it will lock when trying to push it," which reportedly caused the end user to fall, but "her caregiver grabbed her." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.